Event description:
We were notified that home monitoring sent an alert of eos for this device. The patient came in for a follow up where eos was confirmed. A review of stored iegms showed emi on (B)(6) 2017 at 11:41am. The patient confirmed that he had an MRI during that time. This device was reset without any adverse events for the patient.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status mol1, 25 charging cycles were recorded to the device memory. The battery voltage of 3.06 v revealed a charged battery. The memory content of the device was inspected. During the inspection of the available iegms noise was observed in the atrial, right ventricular and far-field channels of episodes 534 and 535, recorded on (B)(6), 2017. The data further showed that the device automatically activated the battery status eos on the same day. The frequency and morphology of the sensed signals can be most probably attributed to strong external electromagnetic fields as used by magnetic resonance imaging (MRI). In a next step, the ICD was subjected to an electrical analysis. First, a sensing test was performed. The device sensed the attached heart signals free of noise, proving the sensing functions of the ICD to be normal. Following, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached and the charging time was as expected. In addition, the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. Based on the analysis results, the eos status most likely resulted from the MRI scan mentioned in the complaint description. If a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed battery status eos. This observation does not represent a battery or hybrid malfunction. The analysis did not reveal any indication of a device malfunction.